Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance (unlocked position) was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the unpacking of an absolute pro vascular stent delivery system (sds) the sds was already in its unlocked position; therefore, the sds was set aside and another absolute pro vascular sds was used successfully for the procedure. Reportedly, there was no flowering noted of the stent. There was no patient involvement or no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.